Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), ovarian cyst ("ovarian cyst"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2018- unilateral salpingectomy). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, ovarian cyst, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, migraine, ovarian cyst, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events migraines, headaches, ovarian cyst were added. New reporter, patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.